Event description:
The technician alleged the brakes are not holding when in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the brake mechanism assembly to resolve the issue.